Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including bench handling and full functionality stress testing without duplicating the report. This customer recently experienced a similar event where we suspected it was related to the multifunction cable. The customer did receive a replacement cable but did not use it as part of putting the device back into service. The customer understands they should use the new cable, but the customer cable was not returned for investigation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.